Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was part of a market preference evaluation for bpl ii. During a total hip replacement, the reamer was in inadvertent reverse engagement when passed back and forth. The patient's bone quality is dense/normal. This is report 1 of 1 for (B)(4).